Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance of lot 35151un21 was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 35151un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 35151un21.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false positive architect stat troponin-I results were questioned by a physician because serial testing was performed and results did not match. The customer uses a cutoff of < 0.030 ng/ml for normal population. The following data was provided (same patient, serial draws). On (B)(6) 2021: sid (B)(6): 0.045 ng/ml (positive); sid (B)(6): 0.075 ng/ml (positive); sid (B)(6): < 0.010 ng/ml (negative); sid (B)(6): 0.293 ng/ml (positive). On (B)(6) 2021: sid (B)(6) (repeat) 0.031 ng/ml (positive); sid (B)(6) (repeat) < 0.010 ng/ml (negative) discrepant with initial result; sid (B)(6) (repeat) 0.017 ng/ml (negative); sid (B)(6) (repeat) 0.017 ng/ml (negative) discrepant with initial result; sid (B)(6) < 0.010 ng/ml twice; sid (B)(6) 0.012 and 0.021 ng/ml (both negative). No adverse impact to patient management was reported.